Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of about high blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 98-150mg/dl fasting. Verified the strips expire 03/20/2018. Customer confirms the strips are stored properly and were first opened on (B)(6) 2015. Customer performed back to back blood test, 171mg/dl and 157mg/dl not fasting. Reviewed meter memory: (B)(6). No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned.

Event description:
Customer complaint of about high blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 98-150mg/dl fasting. Verified the strips expire 03/20/2018. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test, 171 mg/dl and 157 mg/dl not fasting. Reviewed meter memory: 1:248 mg/dl (B)(6) 2015 06:55:00 pm fasting: yes; 2:120mg/dl (B)(6) 2015 05:38:00 pm fasting: yes; 3:174mg/dl (B)(6) 2015 05:44:00 pm fasting: yes; 4:164mg/dl (B)(6) 2015 12:50:00 pm fasting: yes; 5:162mg/dl (B)(6) 2015 12:20:00 pm fasting: yes. No adverse event reported.